Event description:
It was reported that the micro sagittal saw heated up during testing. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Internal components were evaluated and corrosion was discovered on the motor assembly, as well as other internal components. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.